Event description:
The complainant reported that during impella cp support the automated impella controller (aic) experienced an error as no curves or values were displayed. The aic was exchanged to resolve the issue. There was no reported patient harm.

Manufacturer narrative:
The device was returned for analysis and the device logs were also reviewed. The root cause of the controller error and loss of placement signal was an optical bench firmware communication protocol anomaly, resulting in the misalignment of data communication packets received. The aic's software operated as designed. A functional check was performed before returning the device to service.